Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture at maximum output, low impedance measurement and undersensing. This rv lead was surgically abandoned. Additional information indicated that the patient was not symptomatic with the lead failure. The lead was capped after it was confirmed that an adequate atrioventricular nodal function was present. The device will not be returned as per hospital policy. Subsequently, the impedance measurement was confirmed through pacing system analyzer (psa) but the field representative could not provide the exact lead measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.